Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was leakage from a bd vacutainer® safety-lok¿ blood collection set. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and no issues related to the customer's indicated failure mode were observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed relating to leakage or issues with the luer cap or luer adapter as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Per the instructions for use (IFU), bd recommends that the luer cap be removed and connected to a luer adapter and syringe prior to venipuncture. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode was not observed as all samples met the required specifications. Based on the investigation, the most likely root cause was determined to be related to improper use of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was leakage from a bd vacutainer® safety-lok¿ blood collection set. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that there was leakage from a bd vacutainer® safety-lok¿ blood collection set. There was no report of exposure, injury or medical intervention.